Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image. The blood glucose level was 201 mg/dl. There was an open book image with an x on it. Customer reported that they received the open book image on the insulin pump screen. There was failed battery alarm. The troubleshooting was performed for critical pump error. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.